Event description:
Healthcare professional (hcp) reports a blood leak into the dialysate compartment fifteen minutes after the patient was initiated on dialysis. The dialysate tested positive for red blood cells per hematix. The dialysis session was stopped and blood and dialysate cultures were drawn. These cultures were both negative for bacterial growth after five days. The patient continued on dialysis with new disposables without incident. The estimated blood loss was 300 cc. No patient injury or medical intervention was required per healthcare professional. The dialyzer was reused 7 times prior to this incident.